Manufacturer narrative:
The device was not returned for analysis therefore, a visual analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. An attempt was made to obtain missing information; however, the account was not willing to provide patient information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported during post-operative examination a scratch was found on the intraocular lens (iol). The doctor will be explanting the lens and replacing it with the same model lens. Through follow-up additional information was received confirming the iol was explanted (B)(6)2022. There was no unplanned incision enlargement, no serious patient injury, no unplanned suture(s), and no unplanned vitrectomy. Patient outcome post-lens exchange was reported as no issues. No further information is available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: date returned to manufacturer: 27-apr-2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside of a specimen cup. Visual inspection under magnification revealed that the lens was received cut in half with lens damage. The lens was cleaned and, no further issues, including cosmetic issues and scratches away from the cut portion of the lens were observed. The complaint issue "cosmetic issues"" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.